Manufacturer narrative:
This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient experienced pain and discomfort with device use due to overstimulation. No serious injury has occurred.

Manufacturer narrative:
(B)(4).